Event description:
Two suture pushers fractured & separated from the device during surgery, each leaving a foreign body. The components were both located via an intra operative x-ray, and then removed from the patient. This delayed the surgery approximately 1 hour.